Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was planned to be used in a patient for an unknown treatment. It was reported that perforation of the balloon was found during air removal. During air removal, the air could not be vented as intended, and leakage occurred during an attempt to inflate the balloon it is suspected that the perforation had already existed before use. The event did not cause any injury to the patient. The cause of the event is unknown. The event was resolved by using a new balloon. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: negative prep was performed, and a leak was detected. On pressurization of the device a leak was detected from the body of the balloon. Visual inspection confirmed the presence of a short radial tear balloon. The balloon material was slightly jagged and uneven at the tear site. If information is provided in the future, a supplemental report will be issued.